Event description:
The customer reported that during a lab or demonstration the thunderbeat's tissue grasping insulation pad became detached. There was no patient injury or medical intervention associated with this event. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.